Manufacturer narrative:
(B)(4). The device was not yet returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the gun was misfiring.

Event description:
It was reported that the gun was misfiring.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d10, e1, e2, e3, g1-2, g3, g4, h2, h3, h6, h10. The returned device has been inspected. No non-conformity has been detected which could be linked to the issue. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.